Manufacturer narrative:
For investigation the logbook and the device itself were available. The logbook showed several entries which pointed towards a deviation with the supply voltage. The device was tested in the repair center in (B)(4). An endurance test run was performed, the internal electronics were tested, shock and vibration tests were performed and the device run under extreme climate conditions. Also the batteries, the main pcb and the power supply were tested. No deviations were found. In the event the device detects a deviation of the internal supply voltages, the device will perform a warm start. If the failure remains during the boot phase the startup sequence cannot be finished resulting in a high priority buzzer alarm. The device will show a special ¿wrong start¿ screen as described by the user. During that situation the emergency-breathing valve would open allowing for spontaneous breathing, however, manual ventilation with an alternate device may be considered necessary according to the instructions for use. It was not possible to reproduce the described failure. Therefore it is concluded, that the logbook entries for the power failure are related to either a temporary deviation like a loose cable connection, problems with the mains supply or an internal battery which was used until depletion during normal use of the device. After final testing the device can be returned into service.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device unexpectedly shut down with audible alarm and posted "wrong start" while in use. There was no injury reported.